Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Automatic shutdown occurred after communication failure due to collision between laser and robot arm caused by collision during automatic movement of drive to first trajectory. During calibration of force sensor, a second communication failure occurred. The surgeon removed laser, re-initialized system and proceeded to guidance mode. No more issues occurred

Manufacturer narrative:
Based on the log analysis performed, the cause of the communication errors was pressure on the force sensor following a collision. The collision could have been avoided by the user through the use of the vigilance pedal. The root cause of the event was identified to be user error.